Manufacturer narrative:
The console is expected to be returned by the customer for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that an erratic vent valve was experienced while delivering cardioplegia. This occurred three times. The report also states that the console appeared not to deliver potassium on the low side but seemed to work when high delivery was selected. There were no reported patient complications.